Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Syringe changes were performed resolving the issue. Customer's blood glucose level was 200 mg/dl.